Event description:
N/a.

Manufacturer narrative:
Failure analysis and root cause analysis - the tcc cast (unknown ID) was not returned for evaluation but a photo was provided and help confirm these are tcc-ez products manufactured by integra, deficiencies of material hardness cannot be fully assessed / undergo failure analysis without return of the device. A definitive root cause cannot be further determined but is likely attributable to either potential material issue or human error with the water temperature being the most likely cause.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3005920706-2024-00020, 3005920706-2024-00021. A facility reported a tcc cast (unknown ID) was applied due to diabetic foot ulcer. It was gooey, not curing and collapsed when patient stands on it causing more wounds to patient. The cast was stored in a room temperature supply room. Event date: november 2024.